Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and was admitted to the hospital. Review of device data confirmed the patient had received an appropriate shock for ventricular fibrillation (vf), but were questioning whether the vf was induced as the arrythmia had started as ventricular tachycardia (vt) in the monitor only zone which then degraded into vf after four and a half minutes. The patient was reported to have had a previous history of receiving an inappropriate shock due to oversensing of atrial fibrillation. Troubleshooting options were provided to the field and the ICD remains in service. No additional adverse patient effects were reported.